Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported power issue.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was an open trace between capacitor's c4 and c25, due to electrical overstress.